Manufacturer narrative:
We received a report from the user indicating the problems they experienced. They reported there was a device failure and associated user error. We are currently in the process of reviewing our internal systems to see how to address this event.

Event description:
Finger tourniquet was left insitu following local anaesthetic procedure. It is unknown whether it was part or the whole device. Details of injury (to patient, carer or healthcare professional): the (B)(6) year old patient's finger had dry gangrene which had to be amputated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) device removed from use.